Event description:
It was reported that a cybersecurity incident occurred with the tandem mobile application. There was no adverse impact to the customer¿s blood glucose level. Although requested, no pump data logs were available to review for the alleged event date. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.